Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. A photo was provided for this complaint showing the distal portion of the white ceramic tip detached. The customer's reported complaint description of "tip detached" was confirmed based on the provided photo showing the distal portion of the white ceramic tip detached. Although the photo was provided, without receiving a sample a definitive root cause cannot be determined. The appearance of the fractured tip from the picture looks similar to tip detached complaint samples that exhibited a thermal event (melted the center conductor that fractures and detaches the ceramic tip); this is potential root cause for this event. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 14cm solero applicator. The applicator was tested prior to placement at100w for 20 seconds. The settings for the procedure were 140w for 6 mins, and the procedure was being performed percutaneously on the patient's kidney. The applicator was placed with no noticeable difficulty, and a high reflective power code came on the screen immediately when ablation began. No ablations had been performed as of yet. The probe was moved to different tissue, without withdrawing the applicator, and the code persisted. An image was taken and that's when it was discovered the tip had broken off inside the patient. It was reported that the only other tool used during the procedure was a biopsy needle. The physician changed to a new probe and completed the procedure successfully. There was no patient harm and the physician wasn't concerned with leaving the ceramic tip in the kidney. When asked if there was there a medical reason for not attempting to remove the tip from the patient, the response received was that the broken tip was within the mass and it was in an exophytic location.